Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for impaired wound healing at the evoke cap12 percutaneous lead implant site. The evoke scs system was explanted to resolve the reported issue.

Manufacturer narrative:
The evoke scs system was not returned to saluda for analysis. The root cause of the reported impaired wound healing cannot be definitively determined. The evoke scs system surgical guide provides post-operative instructions for the patient including, "after implantation of the evoke system, patients should take care to allow adequate healing". The manufacturing records were reviewed, and the product met all requirements for release.